Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
Complaint conclusion: as reported, the nurse found that the sterile packaging of the 6f tl multi-purpose (mp) a2 100cm 2 side-hole (sh) infiniti diagnostic catheter was broken before using it and it could not be used properly. It was replaced with a new device. The device was not returned for evaluation. Without the return of the device or images for analysis, the reported customer event ¿packaging/pouch/box- compromised sterility¿ could not be confirmed. Shipping or storage factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use if package is open or damaged.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the nurse found that the sterile packaging of the 6f tl multi-purpose (mp) a2 100cm 2 side-hole (sh) infiniti diagnostic catheter was broken before using it and it could not be used properly. It was replaced with a new device. The hospital reported it as an adverse event to the china nmpa directly. The device will be returned for evaluation.